Event description:
It was reported that wireless telemetry does not work, and the programmer will not print. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed that the wireless telemetry does not work, the programmer is unable to interrogate wireless devices. As a result the radio frequency transceiver was replaced. It was also noted that the left antenna was out of specification and it was confirmed that the printer would not work, this was due to paper being jammed in the printer as well as the drawer guide being broken off.